Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer noted a downward diagonal trend arrow, indicating that glucose is falling (between 1 and 2 mg/dl per minute). The customer reported no symptoms of glycemic instability related to the adc device issue and self-managed by consuming food and fluids, specifically glucose, to counteract his low blood sugar levels. Afterward, the customer took insulin to stabilize their blood sugar. There was no report of death or permanent impairment associated with this event.